Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector pins were broken. (B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported on (B)(6) 2016 the recharger wasn't working and the screen was blank. Due to the recharger not working the implantable neurostimulator (ins) was dead. The consumer further reported the green light wasn't on the desktop charger, so they tried another outlet which made the light come on, but it was then noticed the connector pin was broken. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.